Manufacturer narrative:
Additional information: a review of radiographic images shows treatment of an l1 compression fracture with corpectomy and pedicle screws t12 to l2. The fracture appears to be near a vertebra plana. The degree of stenosis cannot be verified. The bone is noted to be very osteoporotic. The initial postoperative films show residual kyphosis through the construct placing extreme stress on the anterior column of this construct which then fails through subsidence of the anterior column device and pull out of the t12 screws. This is then revised to a longer construct from t11 to l3 augmented with cement and repositioning of the vertebrectomy device. This construct is also at risk for failure at t11 and consideration may have been given for extension to t9 or perhaps kyphoplasty alone should have been considered in this patient.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.